Manufacturer narrative:
Cmpl (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. The patient¿s skin was prepped with alcohol prior to sensor insertion. On approximately (B)(6)2024, the patient experienced a skin reaction with itching, redness, skin discoloration, and scarring under the entire patch area. The patient was wearing a tandem insulin pump. Dexcom technical support advised the patient to use topical flonase spray to minimize future skin reactions. The patient was "okay" at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.